Event description:
Customer reported "when the liquid was going to apply to the patient, equipment breaks." Further follow up made to the customer revealed a leak occurred. No sample available for evaluation.

Event description:
No sample was returned for evaluation. One retain sample was evaluated. Visual inspection of the retain sample was satisfactory. No irregularities during production were for in the batch documentation review. No root cause could be identified.